Event description:
The olympus representative reported that during a field service preventive maintenance visit, the high definition autoclavable camera head presented with a faulty cable and no image on the display. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additionally, the display was found with noise. During the device evaluation, additional issues were discovered, including air leakage caused by a damaged cable unit, a cracked coupler, and a damaged cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the temporary loss of image was caused by a faulty cable. A probable root cause of the cable failure is attributed to fluid leaking into the damaged cable. However, the specific cause of the damaged cable could not be identified. Olympus will continue to monitor field performance for this device.